Manufacturer narrative:
Additional information: on november 17, 2020, mentor became aware that the patient actually experienced bilateral deflation. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 8, 2021, mentor became aware that the patient underwent bilateral device removal and replacement with mentor 290cc high profile smooth saline breast implants on (B)(6) 2020. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 18, 2020, the product investigation was updated. Updated device investigation summary: during the visual examination of the device, a tear was observed on the anterior aspect, measuring approximately 1.0 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On september 16, 2020, the product investigation was completed. Device investigation summary: during the visual examination of the device, a tear was observed on the anterior aspect, measuring approximately 1.0 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 325cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.